Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of hole in the hose was confirmed but no power was not confirmed. However, during evaluation it was observed that the device had a cut in the hose near the muffler and failed the safety assessment (runs in the load positon), the device was power broken, the locked cylinder and pawls release were damaged causing the device to fail safety assessment. The issue with the cut in the hose near the muffler (zone 1) was consistent with an assembly tooling issue. The issue with the damaged lock cylinder and pawl release was consistent with trying to run the device in the load position or pushing on the disconnect sleeve while the device was running. The assignable root cause was for the hose damage was determined to be due to improper assembly which has been escalated to CAPA. The root cause for component damage was determined to be due to misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device had a hole in the hose and no power. During in-house engineering evaluation, it was observed that the device was power broken. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.